Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with other devices during use resulted in the reported/noted material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. The device was sent for fourier transform infrared (ftir) analysis to identify the noted multiple black pieces of rubber inside the body and in the cap of the rhv and inside the seal. The scans were compared to ftir library. In summary: black pieces were removed from inside the body, the cap of the rhv, and the seal. Under microscope light, the materials appeared as an opaque soft gel. The opaque soft gels were scanned by ftir as-is and pressed into a thin layer. The scans of the black pieces from inside the body, the cap of the rhv, and the seal resembled to each other. Ftir library search of black piece scan found it resembled to methyl (3,3,3-trifluoropropyl) cyclopolysiloxanes with 80.57% match. Business unit analysis: ftir did not indicate that the contamination was inherent to the part. Upon removal of contamination there was no damage to the components. Therefore, no indication the issue came from components or manufacturing process. Will continue to monitor but initially appears to be a one-off potentially from the field. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a tiny piece of rubber came out of the rotating hemostatic valve (rhv). There were no adverse patient effects and there was no clinically significant delay in the procedure. Another rhv was used to complete the procedure. Returned device analysis identified black rubber inside the body and cap of the rhv. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.